Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. This aic was replaced with a backup aic. There was no patient harm reported.

Manufacturer narrative:
The investigation into the issue has been completed. The impella automated controller was returned for investigation. The console logs from the reported day of event were consistent with the complaint and showed a controller error alarm occurring shortly after the pump was started. The real time log data indicated two instances of loss of data from opm. This was determined to have been related to a known pattern failure caused by a temporary loss of optical placement signal. The cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.